Event description:
Patient reported skin irritation in the form of rendess, iching, rawness, red bumps, and blisters/welts. The patient sought medical treatment and used an otc medication. The patient reported following the proper skin preparation steps.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.